Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
This right atrial (ra) lead was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited noise. No additional adverse patient effects were reported.